Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco lobectomy procedure, when the reload was clamped and after the green button was pressed, when trying to fire, the handle was stiff and unable to be squeezed. Several attempts were made, but there was the same situation the device could not be fired. The event occurred during the procedure but the product was not used for patient. There was no patient injury.